Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: testing confirmed no response to button presses on the 'ok' and 'contrast' buttons. The 'up' and 'down' buttons responded appropriately to user input. The keypad cover was torn, exposing the button contacts. Contamination was present under the contacts of all buttons. The symbols on the keypad were worn off. The 'contrast' button contact was found to be missing. The keypad flex had ground trace that was broken at the 'contrast' button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed corrosion on the button contacts for this device. Additionally there was a tear found in the keypad rubber and the contrast button contact was missing. This report is made based on results of investigation completed on (B)(4) 2013.